Event description:
Very ill pt to be infused with isoprenalin. Nurse tried set on three different pumps before nurse notice set was occluded and would not prime. Pt being worked on by several nurses who performed heart massage. Pt did not respond to external pacing or to the infusion. Pt expired. Account reported pt's death was not due to the set malfunction.

Event description:
Very ill pt to be infused with isoprenalin. Nurse tried set on three different pumps before noticing set was occluded and would not prime. Pt being worked on by several nurses who performed heart massage. Pt did not respond to external pacing or to the infusion and pt expired. Account reported pt's death was not due to the set malfunction.